Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: unk. It was reported that a physician attempted arteriotomy closure of unspecified vessel using the starclose device after an unspecified procedure. Reportedly, a "starclose device got stuck in the patient but was eventually removed without the need for surgery." It was not specified how hemostasis was achieved. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was not available. If the device is received, a follow-up report will be submitted. A review of the device history record for this lot did not produce any findings relevant to this report.